Event description:
It was reported the catheter ruptured at approximately 30cm from the distal tip during onyx injection. No patient injury reported.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were consumed in the event.model# and lot# of other onyx involved:model# lot# dom exp105-7000-065 9382242 11/30/2010 02/01/2013105-7000-065 9408064 02/09/2011 09/01/2013(B)(4)